Manufacturer narrative:
The technician found that the detent mechanism was worn, but not cracked or broken. He replaced the detent mechanism and casters to repair the bed.

Event description:
Information received indicates the brake does not hold.